Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient was getting an MRI for back pain. The caller didn¿t know if the back pain was related to the device. It was reported that the device as not been working for the past five years. No further complications are anticipated.